Event description:
When pacemaker mode was changed pacemaker readout went blank, failure message displayed. Battery was recently changed. Biomed check reports "no output of current & rate from either channel". Hosp purchased 24 of the medtronic 5388 - 3 months ago. This is the 2nd one to be returned. They did not have similar problems. Physicians report they are dissatisfied with this product.